Manufacturer narrative:
The history of life threatening gastrointestinal bleeding was reported under MFR # 2916596-2019-05186. Section d4 and h4: additional information. Manufacturer's investigation conclusion: a correlation between the device and the reported gi bleeding and stroke could not be conclusively determined through this evaluation. Evaluation of the submitted log file data showed multiple low flow hazard alarms were captured between (B)(6) 2019, as well as on (B)(6) 2019. The alarms were triggered by the estimated flow falling below the low flow threshold of 2.5lpm. A root cause could not be conclusively determined. Despite the low flows, the system operated as intended above the low speed for the duration of the log file. Additional information communicated on 16oct2019 reported the stroke was embolic as confirmed by a CT scan. It was also communicated that aspirin and coumadin were discontinued due to a history of life-threatening gi bleeding. The account reported they did not know the cause of the low flows and that the patient is stable. The patient remains ongoing on vad support with no further related issues. The hmii IFU lists ischemic stroke and bleeding as adverse events that may be associated with the use of the hmii lvas. It also outlines recommended anticoagulation therapy and inr ranges. The hmii lvas IFU explains all system alarms and how to troubleshoot them should they occur. This document also explains that pump flow is estimated from the pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported under additional information received that the patient was diagnosed with embolic cerebrovascular accident cva) which was revealed by a computed tomography scan. The patient had expressive aphagia as cva symptoms and was in a stable condition. The patient discontinued aspirin and coumadin due to history of life threatening gastrointestinal bleeding. The cause for low flow was unclear.

Manufacturer narrative:
Approximate age of device ¿ 5 years 10 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with cerebrovascular accident (cva). The log file analysis showed 153 low flow hazards; these events were all associated with estimated flow value less than 2.5 liters per minute (lpm)